Event description:
On (B)(6) 2023 ~2330, (B)(6), rcp was called to patient's room by rn due to vent alarming and showing patient unable to maintain adequate tidal volumes/minute ventilation. Audible leak was heard around stoma and rcp was unable to inflate pilot balloon with air, blown cuff was suspected. Emergent trach change was performed and cuff was blown.